Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the station was not on bus. A field service engineer reimaged the station to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had an anticipated data error occurred, resulting in an inability to access the database dsclientoltp. Customer reported that there was a delay in dispensing medication to patient and the user able to get medication from an alternative station. There were no adverse events or injuries reported based on this event.